Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer representative. It was reported that the serial number of the pump was not available. The implant date of the pump was not available. It was clarified that a reset also occurred; the pump was still sounding because the pump was in safe state, and elective replacement indicator (eri) occurred. The safe state/reset did not occur while updating the pump, and it was not related to an MRI or electromagnetic interference (emi). The device was ready to be shipped to the device manufacturer for analysis the week of 2018 (B)(6).

Manufacturer narrative:
A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that the pump was replaced that day due to pump in safe mode/safe state. The event occurred during normal use on (B)(6) 2018. It was noted that the pump elective replacement indicator (eri) was less than one month. The patient felt fine and received effective therapy. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. No diagnostics or troubleshooting was performed. At the time of the report the issue was resolved and the patient status was "alive - no injury." It was indicated that the pump would be returned. The patient age, weight, gender, and medical history were asked but would not be made available. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was asked if the elective replacement indicator (eri) occurred prematurely and the reply stated no. It was asked on what date did the eri occur and it was reported that it was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis found low battery reset of an undetermined root cause. Interrogation of the pump revealed it was used to deliver baclofen 2 ,000.0 mcg/ml. If information is provided in the future, a supplemental report will be issued.